Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735736. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4) are applicable to the system checkout. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the software was confirmed to be functioning as intended. (B)(4) are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during registration the surgeon used the footswitch to initiate and trace. However upon removing his foot from the footswitch, the system continued to trace into open air, causing inaccurate registration. This occurred multiple times. Ultimately the registrations were not good enough so they switched to another system and continued the case using that system. The other system worked properly and the case proceeded normally from that point." There was no delay to the procedure and no impact on patient outcome. Additional information was provided stating that the foot pedal was set to stationary probe. So the physician was pressing their foot on the pedal, thinking that it was initiating trace, when in fact it was the stationary probe that was initiating the trace. Then when tracing was finished, they would remove their foot from the pedal, thinking that this would stop the trace. However, with the setting on stationary probe, the system continued tracing as the probe was taken out of the field. This was causing the inaccurate registrations. The ent coordinator was trained to understand this issue. The setting was changed back to foot pedal that the system can be used for tracing with the foot pedal. This resolved the issue.